Event description:
Essure micro-insert was removed from a pt. The micro-insert had broken into two pieces and perforated the pt; one piece was found embedded in the pt's bowel and the other piece was found encapsulated in the bowel. It was reported that the pt is doing fine following removal of the device, and there are no plans for add'l treatment for the device perforation.

Manufacturer narrative:
(B)(4).